Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a polaris loop ureteral stent was used in a procedure. During the procedure and inside the patient, it was noticed that the distal loop of the stent was buckled. The procedure was completed with another of the same device and there were no patient complications reported.